Manufacturer narrative:
The coil was not returned for analysis, as it was implanted in the patient. Attempts have been made to obtains additional information, however, our attempts have been unsuccessful. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a post procedure related event. However, the exact cause remains unknown. Neurological deterioration is a known inherent risk of endovascular procedure and are documented in our device¿s instruction for use (IFU). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report through literature review of ¿mechanical thrombectomy in two patients using the solitaire ab device¿ - the solitaire ab stent was used as a mechanical embolectomy device for the treatment of large artery occlusions in patients with acute ischemic stroke (off label use of sab device). A (B)(6) -year-old man was treated for a ruptured anterior communicating artery aneurysm, 6 days after ictus (stroke), with subarachnoid hemorrhage (sah0. The patient developed a colt and a sab 4-15 was used to revascularize the vessel. After, an axium 4-2 and a sab-4-15 were implanted in the patient to treat the ruptured aneurysm. Post the endovascular intervention, the patient was reported to have aphasia. 7 days after the embolization, the CT scans showed cerebral infarction of the left frontal, temporal and parietal lobes. The patient was reported to have gradually improved.